Event description:
Additional information received reported the outcome was updated to ongoing with no further action needed.

Event description:
It was reported, there was a lead migration. The leads had migrated through the patient's skin. It was noted, the event was of moderate severity. Leads were repositioned to the initial implanted site. Event was related to device or therapy. The event was not related to the implant procedure. Event was resolved without sequelae. No further information was reported.

Event description:
Additional information received reported that the lead migration was an ongoing event. It was stated that no interventions were taken. It was noted that the area was palpitated. The lead was reported to have migrated to the superficial area of the skin on (B)(6) 2012. It had appeared that the lead was 'poking' to the superficial area of the skin and it was unknown which lead had migrated. The patient had lost coverage over the pre-auricular nerve distribution. About two weeks later it was reported that stimulation was not due to programming. Programming happened on (B)(6) 2012. No further information was provided.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was relief from tumor pressure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient (B)(4).

Event description:
Additional information received reported that the device "provided relief from tumors pressure.' It was noted that the system had wires that surfaced through the skin. It was further noted that in a procedure both wires were repositioned and the wire that had surfaced through the skin was replaced. It was noted that the patient did not know if anything was explanted or not at this time. The reporter stated that he had eight leads. It was unclear how many leads the patient had as a single implantable neurostimulator would not be able to provide therapy through eight leads. The reporter stated that the leads were placed near macrafacial sinuses, near trigeminal nerves.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a revision one month after implant to maximize the benefits. The patient stated that in doing the revision, there was an intermittent problem with leads one and three that caused them to sporadically quit working or overstimulate. A manufacturing representative set the program up to work around this and they have had no problems with the issue since.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had issues with the leads for the past couple of years. The patient's programs had become not helpful. The patient did meet with manufacturer representatives a few times for reprogramming which helped for a little while; however, the therapy had gotten progressively worse as far as helping pain. Post-surgical pain after the lead revision was also mentioned. It was noted that the patient was currently in (B)(6) and couldn't leave, but they did have a few healthcare professions there that may be able to help. The patient did not have a managing healthcare professional. The device not helping with pain like it should occurred almost immediately in 2012. The post-surgical pain after the revision occurred in (B)(6) of 2012. It was noted that the patient had a tumor with a nerve encased around it.